Manufacturer narrative:
Additional information: h3, h6 (update codes), h11. H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During functional testing, the reported problem "had too much medication left in bag after infusing" was not reproduced. An accuracy test was performed and the device met specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had too much medication left in bag after infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.